Manufacturer narrative:
From available information, there is no return material authorization (RMA) associated with this complaint. Also, there is no evidence that an isi device caused or contributed to an adverse event. Therefore, there is no isi product expected to return for evaluation. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Also, a log review was performed. Per the review, on (B)(6) 2022, the hysterectomy procedure was performed on system sk0203. This complaint is considered a reportable event due to the following conclusion: it was reported that the minimally invasive procedure was converted to open for unknown reasons. At this time, it is unknown if this conversion was a planned part of the procedure, or due to potentially unanticipated patient anatomy difficulties.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the surgeon decided to convert the minimally invasive surgical procedure to an open surgery for an unknown reason. There was no malfunction of a da vinci system or instruments reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon decided to convert to open for an unknown reason. It is unknown if the patient experienced any intra-operative or post-operative complications. The system functionality was checked upon powering on with no issues identified. There was no system malfunction reported. The patient tolerated the procedure well. No further information was available.